Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that his son wasn't getting any insulin. The customer reported that son was in diabetic ketoacidosis in hospital. The customer was calling because they need to troubleshoot to find out why blood glucose went high. The customer changed infusion set twice after going into the hospital when doctors told him to deliver 10.2 units. Customer stated the insulin didn't deliver so they changed entire system again and it still wasn't working. The customer took battery out twice after getting to hospital and resulted in power loss alarm and went from one hospital to another. Patient's blood glucose at time of incident was 800 mg/dl. Patient's current blood glucose was 543 mg/dl. The customer had vomited quite a few times. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The customer stated that the infusion set cannula was bent at 90 degree angle. Customer received insulin flow blocked alarm and resulted in high pressure testing not needing to be done. The customer received insulin flow blocked alarm while trying to deliver a bolus and had just changed infusion set during high blood glucose troubleshooting. The customer cleared the alarm and then tried delivering the bolus again and it delivered. The insulin exited during 5.0 u prime but not anywhere 5 units. The customer was uncomfortable with the pump. The reservoir and pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. However, it was received with corroded battery tube. No power loss alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No delivery anomalies or unexpected insulin flow blocked alarms noted. The device was received with minor scratches on case, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window.